Manufacturer narrative:
Additional data: event-additional information: the exchanged resolved the issue. The doctor decided to correct astigmatism with prk treatment laser. Patient code: (B)(4). Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+2.5/092 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens rotation not associated to a low vault. The lens was repositioned. The lens was exchanged for a longer lens on (B)(6) 2018. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned dry; in lens case/vial with clear surgical residue/debris on the product. Visual inspection found one haptic broken. (B)(4).